Event description:
The patient presented in-clinic after experiencing inappropriate anti-tachycardia pacing (atp) in response to an episode of supraventricular tachycardia which was incorrectly interpreted by the device. No intervention was performed at this time. The patient was stable and will continue to be monitored.